Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced severe leakage from the peg stoma site with exudate pouring out with a strong odor. A swab revealed staph aureus and coliforms, both of which are sensitive to cefalexin, cotrimoxazole and flucloxacilllin. The patient was treated with cefalexin and there was still some sloughy exudate. There has also been some bubbling around the site. She was given a course of bactrim for two weeks and a prophylactic dose of one three times a week.